Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas to report on (B)(6) 2013 the patient noted a humming noise in the pump and a temperature change in the battery compartment. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings:the complaint could not be duplicated or confirmed upon investigation. Review of the black box data showed no alarms or abnormal functioning of the pump. The pump was successfully exercised for 24 hours without issue. No moisture, corrosion, or other damage to the internal components was evident upon investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.